Event description:
It was reported that the first time they implanted the device, the sutures dissolved and the implant was right on the patient¿s spine. In 2010 (B)(6), they moved the implantable neurostimulator (ins) to her stomach. It was also noted that the doctor gave her lyrica for her fibromyalgia but it was not working. She also had severe nerve damage and had been operated on 15 times for her never damage. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4).